Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead experienced a dislodgment that lead to high pacing thresholds and pacing inhibition. This lead was successfully repositioned. No additional adverse patient effects were reported. Dm